Event description:
It was reported that during a spinal fusion surgery, a screw broke. The cortical oct screw broke when implanting and the shaft of the screw remains in the patient's skull. The head of the screw was removed from the wound. No attempt was made to remove the shaft of the screw from the skull. The case was completed with no other issues and there was only a few minutes delay in surgery. It was reported that the patient had very strong bone.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.